Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead endocardial tissue was observed in the helix. The lead was attempted but not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.